Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the DHR was reviewed for hahn tapered implant lot# 6134070 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results a review of stock product was performed for hahn tapered implant lot# 6134070 and found no additional product in stock. Investigation methods/results the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaint's team for analysis. Therefore, it is presumed lost at this time, CAPA 2024-005 was opened for RMA lost product. Root cause the root cause cannot be explicitly determined as the issue could not be specified. However, due to the implant being defective, probable causes may be due to the implant having an inadequate function or the implant was manufactured out of the specifications. The root cause cannot be confirmed since the reported product was not returned for investigation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information about the incident in question is expected. An investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that a hahn tapered implant is defective. No medical or dental information was reported about the patient, and no further information about the incident was reported. Doctor stated he wasn't aware anyone in his office mailed anything on his behalf, and could not recall anything about the incident in question.